Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got lcd screen was scratched. The customer¿s blood glucose level was unknown. Customer stated that they cannot read the screen troubleshooting was performed for damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with scratched lcd window.